Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from consumer regarding a patient implanted with a neurostimulator for complex regional pain syndrome (crps)type I reported that their cervical implantable neurostimulator (ins) was taken out in (B)(6) 2016 because it caused pain on the left lumbar region (that was injured on (B)(6) 1994). The patient had trouble standing up and walking. They noted in (B)(6) 2016, it was still difficult to stand up and walk due to the pain, numbness, and stiffness of the crps. The patient stated that the pain, numbness, and severity of symptoms was getting worse.

Manufacturer narrative:
Correction: unique identifier (UDI)#.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.